Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a 42-year-old female patient who had essure (batch no. 20222097) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". The patient's concurrent conditions included allergic rhinitis, calculus of ureter, pain in elbow, medial epicondylitis, arthritis, nipple discharge, numbness, dysesthesia, sleep problem, shortness of breath, chest tightness and overweight. Concomitant products included bupropion (wellbutrin), omeprazole (prilosec) since 2010 and sumatriptan (imitrex). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), headache ("headaches"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), depression ("depression"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia(painful sexual intercourse)"), migraine ("migraines"), weight increased ("weight gain"), uterine polyp ("endometrial polyp"), adenomyosis ("adenomyosis"), acne ("acne"), abdominal distension ("bloating"), anxiety ("anxiety"), gastrooesophageal reflux disease ("reflux"), umbilical hernia ("umbilical hernia"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and premenstrual syndrome ("pms"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, headache, vaginal haemorrhage, menorrhagia, depression, dysmenorrhoea, dyspareunia, weight increased, uterine polyp, adenomyosis, acne, abdominal distension, anxiety, gastrooesophageal reflux disease, umbilical hernia and premenstrual syndrome outcome was unknown, the migraine was resolving and the abdominal pain and abdominal pain lower had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, adenomyosis, anxiety, depression, dysmenorrhoea, dyspareunia, gastrooesophageal reflux disease, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, premenstrual syndrome, umbilical hernia, uterine polyp, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.5 kg/sqm. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs and medical record received:the event abnormal vaginal bleeding, menorrhagia, depression, dysmenorrhea, dyspareunia, migraines, weight gain, endometrial polyp, adenomyosis, acne, bloating, anxiety, reflux, umbilical hernia, abdominal pain, severe cramping, pms, she didn¿t undergo an essure confirmation test added.concurrent condition,reporters,events outcome,concomitant medication,lot number added.case got medically confirmed yes. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a 42-year-old female patient who had essure (batch no. 20222097) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". The patient's concurrent conditions included allergic rhinitis, calculus of ureter, pain in elbow, medial epicondylitis, arthritis, nipple discharge, numbness, dysesthesia, sleep problem, shortness of breath, chest tightness and overweight. Concomitant products included bupropion (wellbutrin), omeprazole (prilosec) since 2010 and sumatriptan (imitrex). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), headache ("headaches"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), depression ("depression"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia(painful sexual intercourse)"), migraine ("migraines"), weight increased ("weight gain"), uterine polyp ("endometrial polyp"), adenomyosis ("adenomyosis"), acne ("acne"), abdominal distension ("bloating"), anxiety ("anxiety"), gastrooesophageal reflux disease ("reflux"), umbilical hernia ("umbilical hernia"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and premenstrual syndrome ("pms"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, headache, vaginal haemorrhage, menorrhagia, depression, dysmenorrhoea, dyspareunia, weight increased, uterine polyp, adenomyosis, acne, abdominal distension, anxiety, gastrooesophageal reflux disease, umbilical hernia and premenstrual syndrome outcome was unknown, the migraine was resolving and the abdominal pain and abdominal pain lower had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, adenomyosis, anxiety, depression, dysmenorrhoea, dyspareunia, gastrooesophageal reflux disease, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, premenstrual syndrome, umbilical hernia, uterine polyp, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 17-aug-2018: quality-safety evaluation of ptc (product technical problem ) incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reactions") and headache ("headaches"). The patient was treated with surgery ( to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity and headache outcome was unknown. The reporter considered genital haemorrhage, headache, hypersensitivity and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.